Manufacturer narrative:
D10: concomitant devices: 3589451 200-02-38 - three peg patella 38mm. 3682992 02-012-44-5011 - logic tibia implant psc insert, sz 5, 11mm. 3883534 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 92 months after a left total knee replacement procedure, the patient underwent a revision procedure to address aseptic loosening. The patient was indicated for severe pain due to failed aseptic loosening of left total knee replacement. The operative report intraoperative findings note loose femoral implant removed easily with minimal bone loss. The backside of the femoral implant was 100% clean without any cement attached. All of the cement was on the distal femur. On the backside of the cement was significant osteolysis from poly wear that had destroyed the bone. There was extensive soft tissue damage throughout the knee joint as a result of osteolysis as well. Patella button was well fixed and stable. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.